Manufacturer narrative:
Conclusion: sixty-eight fluoroscopic images were provided for review of event described above. The patient summary was not provided for anatomical review. The valve remains implanted, therefore no product analysis was performed. Imaging of valve load inspection was provided for review and would be considered a misload with crown overlap just beyond fourth node. Image two showed what appears to be an infold on noncoronary cusp (ncc) side which would be expected with a misloaded valve. Image three showed the third deployment which they released, and it appears there is an infold on ncc. Image four showed the valve at release with a paddle still in the pocket. The next image number five showed the medtronic bioprosthetic valve dislodged aortic. It is unclear if the paddle was fully released. Image six demonstrated the medtronic bioprosthetic valve was with double snares; one at the inflow portion, and the next at the outflow portion of the valve. Image seven showed a distorted bioprosthetic valve just past the innominate artery in the aortic arch. There is no imaging of the ¿the valve was modeled onto the wall of the aortic arch using a 20 mm tyshak ii balloon via a wire that ran securely between the valve and the aortic wall¿ . It appears the bioprosthetic valve was left in this position. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, the valve was misloaded, as is evident from the image analysis. Per instructions for use (IFU), if a misload is identified; the valve should be replaced with a new valve. This is a user-error. Dislodge events are typically not related to a device malfunction. A device history record (DHR) review is not required as the event description does not indicate a potential manufacturing issue. There is no information to suggest a device quality deficiency that may have caused or contributed to this. This event does not allege a device misuse or malfunction occurred. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a, severely calcified tricuspid aortic valve, sub valvular calcification, massive concentric left ventricular hypertrophy extending into the left ventricular outflow tract (lvot) and an annulus diameter was 24.8 mm with an lvot diameter of 21.0 mm, a pre-implant balloon aortic valvuloplasty (bav) was performed. The first implant attempt was performed, however an aortic embolization occurred before the final release. The valve was recaptured. During the second implantation attempt, the starting point of the implantation was lower, however embolization also occurred. It was decided to perform the third implant attempt under rapid pacing and to adjust the starting point slightly lower in the lvot. As a result, the valve was anchored below the annulus (about 8 mm in the area of the non-coronary cusp (ncc)). The valve was completely released. The delivery catheter was removed. The guidewire (lunderquist) remained in place, however, late device embolization in the aorta occurred. The patient was hemodynamically stable. A non-medtronic (edwards sapien s3 26mm) was implanted through the dislodged valve. This was achieved without further problems with a "finally good flap result". The dislodged valve was then pulled back into the aortic arch using two snares until it was anchored. It was reported that the valve was modeled onto the wall of the aortic arch using a 20 mm tyshak ii balloon via a wire that ran securely between the valve and the aortic wall. At the completion of the procedure, the patient was hemodynamically stable and symptom-free. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a, severely calcified tricuspid aortic valve, sub valvular calcification, massive concentric left ventricular hypertrophy extending into the left ventricular outflow tract (lvot) and an annulus diameter was 24.8 mm with an lvot diameter of 21.0 mm, a pre-implant balloon aortic valvuloplasty (bav) was performed. The first implant attempt was performed, however an aortic embolization occurred before the final release. The valve was recaptured. During the second implantation attempt, the starting point of the implantation was lower, however embolization also occurred. It was decided to perform the third implant attempt under rapid pacing and to adjust the starting point slightly lower in the lvot. As a result, the valve was anchored below the annulus (about 8 mm in the area of the non-coronary cusp (ncc)). The valve was completely released. The delivery catheter was removed. The guidewire (lunderquist) remained in place, however, late device embolization in the aorta occurred. The patient was hemodynamically stable. A non-medtronic (edwards sapien s3 26mm) was implanted through the dislodged valve. This was achieved without further problems with a "finally good flap result". The dislodged valve was then pulled back into the aortic arch using two snares until it was anchored. It was reported that the valve was modeled onto the wall of the aortic arch using a 20 mm tyshak ii balloon via a wire that ran securely between the valve and the aortic wall. At the completion of the procedure, the patient was hemodynamically stable and symptom-free. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID d-evprop2329us lot unknown use by date unknown UDI unknown. Conclusion: the device instructions for use (IFU) instructs ¿before inserting into a patient, visually inspect the loaded bioprosthesis under fluoroscopy. If a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components.¿. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.